Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm on her insulin pump while on a hike. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 175 mg/dl. Nothing further was reported.